Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 1 year and 9 months. The pump remains in use supporting the patient. No further issues have been reported. A direct correlation between the pump and the reported gi bleeding could not be determined through this evaluation. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital for a gi bleed. The hospital staff stopped the patient's coumadin and decreased the pump speed. The bleeding resolved with no further testing or treatment. On (B)(6) 2015, the patient was discharged and coumadin was re-started. The patient has not experienced any further issues with bleeding. The hospital staff continues to monitor the patient's inr and any signs of gi bleeding.